Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported the tip of the probe broke off while in use in the patient. The tip was retrieved. No patient complications were reported.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event and it was unreported if treatment was provided. It was unreported if pd therapy was ongoing. At the time of this report, it was unknown if the patient had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The root cause was undetermined. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for potentially associated lots (gd874834 and gd872937) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.